Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driving cap of the cup inserter for the pinnacle cup system broke off during implantation. The piece was laid to the side and the surgeon finished implanting the cup. It did not prevent him from finishing the case. No delay was experienced.